Event description:
It was reported on (B)(6) 2013 that the surgeon performed a ulnar shortening osteotomy of the distal radius due to nonunion and broken plate. The surgeon removed the following original parts (which were implanted on (B)(6) 2013) without complication: one - 2.4 mm volar angular (va) locking compression plate distal radius 6 hole (part # 02.111.650;lot # 329680); three ¿ locking screws (part # 02.210.110); one ¿ locking screw (part # 02.210.112); three ¿locking screws (part # 02.210.114); one ¿ locking screw (part # 02.210.116); one- locking screw (part # 02.210.118); two ¿ cortex screws self tapping (part # 210.760) and one ¿ cortex screw (part # 201.762). The surgeon revised the patient with a diameta 5 hole distal radius plate. It was reported the surgeon shortened it about 5 mm with a 5 hole 1/3 tubular plate with 4 locking screws. The surgery was successfully completed with no time delay and no report of harm or injury to the patient. Consultant also reported that dbx bone putty allograft mtf - one cc was used in the initial implant surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer: 11/25/2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.